Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-19 to jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated gas loss alarms approximately every two minutes. Troubleshooting revealed that the customer was using the iab fill key and verified that there was no evidence of blood in the iab. The patient was not vented, not febrile, does not have a large chest or belly, and was not eating or coughing. The customer was unsure if the patient was moving at the time of the first alarm, but they had been in the room after doing iab fills and the alarm had occurred while the patient was still. It was suggested to straighten the groin and get a chest x-ray. The customer was also advised to reduce the augmentation by two bars without a change in the augmented pressure. The alarm did not reoccur. There was no patient harm or adverse event reported.